Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion, with high angulation, was located in the highly calcified circumflex artery. A 3.50x32 synergy ii drug eluting stent was advanced to treat the lesion. However, even with exerted additional force, the stent would not cross the lesion. After pulling the stent out of the body, the physician noticed that one of the struts, approximately 10mm from the distal edge, was lifted off of the stent delivery system. A different sized promus premier stent was used to complete the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with one strut lifted distally on the 9th row from its distal end and struts distorted and misaligned on the 8th row from its proximal end. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion, with high angulation, was located in the highly calcified circumflex artery. A 3.50x32 synergy ii drug eluting stent was advanced to treat the lesion. However, even with exerted additional force, the stent would not cross the lesion. After pulling the stent out of the body, the physician noticed that one of the struts, approximately 10mm from the distal edge, was lifted off of the stent delivery system. A different sized promus premier stent was used to complete the procedure. No patient complications were reported and the patient's status was fine.